Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corroded keypad traces. No moisture damage was found on the lcd board, motherboard, interfaceboard, reference board, motor assembly, vibrator assembly, and battery tube assembly during visual inspection. The following physical damage was also noted: cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads, and a broken belt clip slot.(B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error while programming a bolus. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer confirmed that the pump had been exposed to moisture in the past, but no moisture had been visible in the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.